Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope which is an olympus asset with no reported complaint. During the device analysis the repair technician, indicates that a non 3d image issue, insertion section appearance failure and light source output failure were found. There was no patient involvement.